Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. Customer reported to philips that the system did not boot up. The philips remote service (rse) inspected the system remotely. The review of system log files showed that the host pc did not boot up. Upon troubleshooting, the rse stated that during the weekend customer carried out a terminal cleaning in the room, which could cause an increase in relative humidity and generate a false contact. To resolve the issue, customer had reset the host pc hard drive with the help of philips field service engineer (fse). After the hard drive reset, the system was monitored for couple of days and confirmed to be working as intended without any issue. The system was returned to use in good working condition. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.